Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2019 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap was able to be partially secured to the pump; the pump exercise was able to be completed without interruption in power. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Unrelated to the original complaint, the display screen was noted to be dim/discolored.